Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had an automatic inflation failure, indicating that the negative pressure is too low. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, component codes, investigation conclusions). Additional information event site postal code: (B)(6). Event site state: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and found equipment has automatic inflation failure and cannot be used. It is detected as a drive valve group failure. To fix the issue, the fse replaced the manifold drive, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.